Event description:
It was reported that the second t was not deployed. T1 was left inside the patient. No patient injuries were reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.